Event description:
The customer reported the ventilator went vent inop, and alarmed during checkout. The ventilator was not inuse at the time of the reported problem. During servicing ofthe ventilator, the respironics service technician reported that the ventilator failed extended self testing (est) indicating the exhalation pressure was outside of range.